Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-02048. During a follow-up, there were several episodes of interference on the right atrial and right ventricular leads. The leads were explanted and replaced and the patient was stable.